Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by weakness. The cause was unknown. The patient was hospitalized for the event and was treated with an unspecified medication (dose, route and frequency not reported). Six days after onset, the patient was recovered and pd therapy was ongoing. No additional information is available.